Event description:
It was reported that during a pulsed field ablation procedure, the ablation of the left superior pulmonary vein (lspv) was completed without any issues. After the left inferior pulmonary vein (lipv) ablation, it was difficult to retract the guidewire and "needed more force then necessary". The guidewire was replaced and there was difficulty moving the guidewire inside the catheter lumen. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012327408 was returned and analyzed. Visual inspection showed the catheter was received with the guidewire threaded through it. The guidewire lumen was received extended and additionally a kink was observed on the spiral array guide wire lumen. Guidewire insertion test with the pv-tracker test guidewire was inserted and threaded along the guidewire lumen of the catheter. Mild obstruction was felt initially during insertion at the luer to guidewire lumen connection. The tip of the guidewire was hitting against an obstacle about 30.4 inches from the nose of the handle. Mechanical verification was performed on the steering and slide mechanisms. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a tenth of the total slide. The slide control was used to fully retract back the guidewire lumen. Resistance and stiffness occurs every attempts to extend the guidewire lumen using the slide control. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation indicated the catheter was reprogrammed before connecting to the pulseselect generator via a test cic, and therapy deliveries were successfully performed. Testing for the integrity of electrode wire insulation and electrical continuity showed intact electrode wires with no detachment or breakage. X-ray imaging revealed that there was a kink on the electrode wire in the handle and a kink on the guidewire lumen on the spiral array. In conclusion, the loop catheter failed the returned product inspection due to the guidewire lumen kink and kinked electrode wires in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.